Event description:
It was reported the customer had an unexpected restart alarm on their insulin pump. The customer also reported experiencing high blood glucose. The customer stated they were not feeling well due to their high blood glucose. Customer stated their temp basal was not programmed before the alarm occurred. The customer was advised their insulin pump needed to be replaced. No additional inforamtion provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.